Event description:
Nurse 1 programmed a baxter 6201 infusion pump to deliver medication to pt at 7 ml[mililiters] hr [hour]. Setting was confirmed by nurse 2 and pumping was initiated. The initial rate was noted as normal and nurse 1 left the room. Upon examining the contents of the IV bag 3 1/2 hours later it was discovered that more than 200 mls of solution had been infused. The device indicated that only 22 mls had been infused (from log - total volume infused) the device was inspected for obvious defects, the safety clamp mechanism was observed as normal, there were no signs of fluid spills from the bag and no other problems were observed. The rate was still displayed as it had been programmed. Note: nursing noted a rapid reduction in the pt's bp in the centrally monitored event review log after the incident was discovered. This would be consistent with an overinfusion of the medication that was being administered. The device was sent to clinical engineering for further review but the IV bag and tubing were not present upon receipt. The nursing dept was unable to produce them after ce [clinical engineering] requested them as the device was not delivered to ce unitil a few days had passed after the incident.